Manufacturer narrative:
Batch review performed on 14 may 2021: lot 183465: (B)(4) items manufactured and released on 18-jul-2018. Expiration date: 2023-06-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Another device involved: batch review performed on 14 may 2021: gmk-sphere 02.12.0610fr tibial insert fixed sphere flex size 6/10 mm r (k121416) lot 183072: (B)(4) items manufactured and released on 28-jun-2018. Expiration date: 2023-06-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting discomfort and tightness in the knee and the cause of the discomfort and tightness is unknown. The surgeon revised the femoral component, insert, and added an extension stem and offset connector 2 years and 6 months after primary. The surgery was completed successfully.